Manufacturer narrative:
Section d1 brand name: corrected section d4 catalog number: corrected section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical power cable disconnect alarm was not confirmed. The provided log files, as well as a log file extracted from the returned system controller (serial number (B)(6)), collectively contained data spanning approximately 17 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline, and no atypical events or alarms were observed throughout the data. The returned system controller was functionally tested and was found to perform as intended. Atypical alarms were unable to be reproduced throughout all testing, even when the controller¿s cables were manipulated by hand. Per additional information, the alarms did not resolve upon exchanging the patient's mobile power unit and battery clips, and no further alarms have been reported since exchanging the controller. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including power cable disconnect alarms. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient notified the clinic of alarms that occurred on (B)(6) 2023 while they were connected to their mobile power unit (mpu). The patient noted that the patient cable close to the junction of the power cable connectors was sharply bent, and it was also noted that the patient tosses and turns while asleep. Straightening the patient cable stopped the alarm per the patient. They slept on battery power the next night due to the alarm the previous night. Review of the patients primary system controller¿s history showed power cable disconnect alarms. It was also noted that one of their 14v batteries needed to be recalibrated. The patient was reeducated on recalibrating their batteries and was given a loaner mpu. Log file review stated that the log files did not capture any unusual alarms. It was also noted that the issue appeared to be isolated to the mpu. Additional information was received, stating that the patient arrived back in the clinic on (B)(6) 2023 with another alarm event the night prior similar to the ones that occurred on (B)(6) 2023. Log file review was requested. The patient was connected to a loaner mpu and stood up from bed to go to bathroom when the alarm went off. A video was recorded by the patient when the alarm went off. All of the patient's cables, power cable connectors and pins, and loaner mpu were checked and were unremarkable. Review of the alarm history showed power cable disconnect alarms when the patient switched power sources. The event log file appeared to contain numerous power cable disconnects on both mpu and battery power. It was stated that the alarms couldn¿t be reproduced in the clinic after the patient was connected to the loaner mpu then to clinic¿s power module. The patients battery clips and the pins all looked intact, and there were no reproducible alarms while on battery power. It was stated that the patient never had alarms while on batteries. The patient's battery clips were replaced. It was stated that exchanging the battery clips did not resolve the alarms, and that a controller exchange was planned. Related manufacturer reference number for the mpu: 2916596-2023-08195.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.